Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measuremets captured on images) and cardiology signal (waveform data). A customer discovered that a hemo-only study can have a confirmed report, and then be associated to an image-study, which results in the hemo and images to be merged with the associated report. A user at a site used this workflow, but accidentally chose the wrong image-study when merging the hemo study. Users should not be able to add images to a confirmed report via merge. It was found that 9.x users can merge device import data with an image-study that already has a confirmed report. This results in adding device import data to an image study with a confirmed report therefore it may introduce information that was not available during the interpretation. (B)(4).